Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had insufficient angulation . The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign object in the nozzle. In addition to the reportable malfunction, the following were noted: due to wear of angle wire, bending angle in up direction did not meet the standard value and the play of upward/downward angulation control knob was out of the standard value; due to a pinhole on the channel tube, water tightness was lost; the electrical connector had discoloration due to water leakage; the adhesive on bending section cover had a chip; the connecting tube had a dent; the universal cord had a wrinkle; the suction cylinder was shaved; the control unit had discoloration. Additionally, the following components had a scratch: the plastic distal end cover, the connecting tube, the scope connector cover unit, the suction connector, the protector of universal cord on suction connector side, the universal cord, the grip, the scope cover, the switch box, the forceps elevator lever, the forceps elevator knob, the upward/downward angulation control knob, the right/left knob, and the control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.